Manufacturer narrative:
Patient's weight was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient lost effective therapy due to high impedances on one lead. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Patient's weight was requested but not received.